Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a (B)(6) male patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 500mcg/ml at an unreported dose. The indications for use were noted as intractable spasticity and post spinal cord injury. By visual observation, the patient was noted to have a pump pocket site infection. On approximately (B)(6) 2015, the pump and catheter were explanted and discarded; would be replaced in the future, and the issue was reportedly resolved. The patient's status was alive - no injury.